Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced an elevated blood glucose (bg) level (value not provided). Customer declined troubleshooting with tandem technical support and declined to provide further information.